Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject flex video scope device had a tactic/snowy image. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation identified another reportable malfunction; the objective lens adhesive was missing. Based on the results of the investigation, the image noise was attributed to a failed charge coupled device and plug unit. The missing adhesive was attributed to degradation. However, a definitive root cause for these malfunctions could not be established. It is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.